Event description:
It was reported that there was event with a hopkins telescope 0°, 10 mm, 31 cm according to the information received, the consultant noticed a burn on the sterile drapes over the patient. It is unsure at what point the incident happened. They proceeded to use the light cable and scope and reprocessed the basket afterwards. The patient was not harmed. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The instrument connection surface of the light cable shows a rigid and molten residue which blocks the light transmission in this area. There are several dents and scratches/ usage marks around the connection area. The root cause for the described heating most likely is a blockage of the light transmission due to the residue on the light transmission surface of the cable. The blockage of light transmission generates excessive heat. The residue is clearly visible and should be noticed before use. The event is filed under internal karl storz complaint ID (B)(4).